Event description:
It was reported that the patient experienced diaphragmatic stimulation with left ventricular (lv) lead pacing. The patient has had the stimulation since implant upgraded to a new device but has never reported it until now. The lv lead also exhibited risen threshold that now measured at high threshold value. The stimulation was resolved with turning off the lv pacing. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5072-45 lead, implanted (B)(6) 2004. (B)(4).